Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose was unknown at the time of the incident. It was reported cracks on her insulin pump. It was reported that the crack is on the upper lip of the reservoir where the reservoir locks in and the other crack was on the window of the reservoir compartment. The insulin pump was returned for analysis.